Manufacturer narrative:
Investigation findings: the product was received for evaluation and the reported problem was confirmed. A visual examination found the platic coating melted & a portion of the coating on the distal end missing. A review of this product's history for the past two years found similar reported events for melted tip/insulation missing. The instructions for use provides warnings and cautions to the user: 1. Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. 2. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. 3. Lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. 4. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. 5. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. 6. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. 7. Avoid unnecessary activation between tissue applications to avoid patient injury. 8. Do not pry or pull tissue using the device. Insulation may be damaged.

Event description:
It was reported that during use of this ablator, the plastic coating on the tip melted. There was no injury or surgical delay related to this event.